Event description:
Vascular occlusion [vascular occlusion]. Rha4 mid face [off label use]. Case narrative: united states report received from a physician on 20-dec-2023 and refers to a female patient of an unknown age who had received rha4 on (B)(6) 2023 (reported as a week ago) for unknown indication. A volume of 2.4 ml (2 syringes) of rha4 was applied on mid face with unknown injection technique. It was not reported if cannula was used for the administration. The patient medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date, in (B)(6) 2023 (reported as 3 days after injection), patient had come in with vascular occlusion. Patient was treated with 12 vials of hylanex. The outcome of the event was recovering. The intensity of the event was not reported. It was not reported if the product was available for return. Health effect - clinical code:2422, obstruction/occlusion. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion [vascular occlusion]. Inflammatory response [inflammation]. Tissue was dense, scar tissue [scar]. Rha4 mid face [off label use]. Case narrative: united states report received from a physician via company representative on 20-dec-2023, and refers to a female patient in her 70¿s who had received rha4 on (B)(6) 2023 for unknown indication. The patient¿s historical drugs included revanesse (hyaluronic acid) received on (B)(6) 2023 and juvederm voluma (hyaluronic acid) administered on an unknown date. It was reported that the patient typically got filler every 6 months to 1 year. Concomitant medications included semaglutide for weight loss. At the time of report, the patient was no longer on semaglutide, as it was stopped after her 6th injection. On (B)(6) 2023, a volume of 0.5 ml per cheek (1 ml total) with 1 syringe of rha4 was applied on mid face (cheeks) by using cannula with gauge size 22 g. This was the first time the patient has gotten rha but the patient was treated by the same provider for 18 years. On (B)(6) 2023, the patient experienced events of vascular occlusion and inflammatory response. The provider mentioned a dusky appearance, that she initially thought might be bruising. She reached out to the patient a couple days later on (B)(6) 2023, and the patient sent the provider a picture. The provider stated that the point, where the pilot was inserted had not appeared to have closed properly. On unknown date in (B)(6) 2023, concerned for vascular compromise, the provider asked the patient to come into the clinic where she did massage, provided heat packs, and administered 1 vial of hyelnex (hyaluronidase). The patient did not report any other symptoms at that time. However, upon examination by injector, it was noticed that the patient's tissue was dense (potentially the patient had some scar tissue) and that inflammatory response might have been also occurring. Since there was no resolution after initial treatment, the provider injected 3 more vials of hyelnex (hyaluronidase) that evening. Afterwards, the provider reached out to medical director, who injected more hyelnex (hyaluronidase) during next several days. Ultrasound was performed to see areas of filler. During examination rha was identified and previously administered revanesse (hyaluronic acid) filler. The patient was treated with a total of 12 vials of hyelnex (hyaluronidase) over the course of 3 days. The patient also received cialis (tadalafil), prednisone, eo2, and hyperbaric oxygen as treatment for the events. Doses and duration of treatment were not provided. At the time of report, the outcome of the event vascular occlusion was recovering, outcome of event inflammatory response and event tissue was dense, scar tissue was unknown. The intensity of the events was not reported. It was unknown if the product was available for return. Health effect - clinical code:2422, obstruction/occlusion. Health effect - clinical code: e2326, inflammation. Health effect - clinical code: e1715, scar tissue. Health effect ¿ device code: a2304, off-label use. Follow-up was received on 11-jan-2024 from physician via company representative: added physician¿s information, second reporter (company representative), patient¿s age group, historical drugs (revanesse and jevuderm voluma), lab data (ultrasound), the rha4 start date updated ((B)(6) 2023), added administration information (updated from 2.4 ml (2 syringes) to 0.5 ml per area, 1 ml total (1 syringe)), concomitant medications added, treatment drugs added and additional events added (inflammatory response and tissue was dense, scar tissue), updated the events start dates ((B)(6) 2023 for vascular occlusion and for off label use (rha4 mid face to (B)(6) 2023). Case comment: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.